Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was severely calcified, 35mm in length and was located in the proximal left anterior descending (lad) artery. The physician gained access to the lesion using multiple guidewires and guide catheters. A csi viperwire guidewire was advanced into the patient and across the lesion. The physician loaded the csi oad onto the guidewire and treated the lesion using eight runs at low speed. After the final run, the patient complained of chest pain. Angiography revealed a perforation in the lad artery. The physician deployed a jostent 3.0x16mm stent and resolved the perforation. The patient status remained stable throughout the intervention.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for the oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).